Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the device clinic remotely for a follow-up via merlin.net. Review of transmission of the implantable cardioverter defibrillator (ICD) noted that the ICD was t wave oversensing as observed in the previous device check . Programming changes were discussed but not performed at this time. The patient was in stable condition.